Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The presumable cause for the event foreign material in the nozzle and foreign material at the forceps elevator could not be specified whereas, it is presumed that the event foreign material inside the light guide lens occurred due to the light guide-lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. However, a definitive root cause could not be determined. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. For the event foreign material in the nozzle and foreign material at the forceps elevator, the instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". For the event foreign material inside the light guide lens, the instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope had foreign material coming out of the nozzle, inside the light guide lens, and on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.